Event description:
The manufacturer received information concerning a trilogy o2 and 202 pca kit, alleging a communication error. Err_ripc_comm_to_obm_failed means that communication between host and obm (oxygen blending module) was lost. There was no harm or injury reported. The kit/component has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.